Manufacturer narrative:
Device evaluation completed on august 8, 2020: during a visual evaluation, an anomaly was observed in the anterior view on the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 8.5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor memorygel breast implant 500cc and experienced rupture on the right side post-operatively, which was discovered during replacement surgery. Patient underwent bilateral removal and replacements as follow left replaced with cat #: 3503501bc, sn #: (B)(4) nd right side replaced with cat #: 3504251bc, sn #: (B)(4) on (B)(6) 2020.